Event description:
The manufacturer received information alleging an issue related to a ventilator's pressure delivery occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. During evaluation, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.